Manufacturer narrative:
Correction: to missing b1 and b2 selection.

Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event of premature battery depletion was confirmed. The device was received with no telemetry. A longevity calculation was performed and found battery depletion was premature based on device usage. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.